Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a problem with the current reprocessing procedure and was explained the correct procedure. However, although the facility already knew the correct reprocessing procedure, it was not carried out on purpose because the cases did not turn around. No patient infections or injuries were reported with this event. Additional information has been requested but has not yet been received.